Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address pain and loosening of the tibial component at the bone to cement interface. Depuy cement was used. It was also reported that the patient pivoted on their knee. They are in there now and the tibia baseplate popped out, no cement on it even though it was a cemented knee. Putting in an attune revision tray, sleeve and stem and new poly, femur to stay in as is. Doi: (B)(6) 2015; dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the complaint states: ¿the patient was revised to address pain and loosening of the tibial component at the bone to cement interface. Depuy cement was used. It was also reported that the patient pivoted on their knee. They are in there now and the tibia baseplate popped out, no cement on it even though it was a cemented knee. Putting in an attune revision tray, sleeve and stem and new poly, femur to stay in as is.¿ per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per (B)(4)- known possible complication of joint replacement surgery no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution. The device associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Device history lot ==> device history not reviewed - no lot identification supplied. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.